Event description:
The report from the cypher database indicated that: a pt with a history of CABG underwent a procedure to the saphenous venous graft as part of the study. The target vessel was a 3.0mm svg, proximal sgement (connector lesion unknonw) that had 95% stenosis. The target lesion was 13mm long, and had a timi flow of three. A 3.0x13mm cypher stent was deployed at 18atm. The site was not postdilated. Postprocedure stenosis was 25% per visual evaluation, with a timi flow of three. The pt was discharged on plavix 75mg for an unknown number of months. Seven weeks later, the pt was reported to have died.